Event description:
It was reported that after the implantable cardioverter defibrillator (ICD) was implanted, the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to oversensing of noise. Intermittent cross-talk oversensing was observed after an atrial pace. The device was reprogrammed after a lead connection issue was suspected. Chest x-rays were taken and lead manipulation through patient arm movement was exercised but could not confirm any loose pin so the device pocket was opened. Visual confirmation was performed to confirm a loose pin on the right ventricular (rv) lead. Blood infiltration was observed from the connector insertion port to the area around the anode pin. The physician suspected that this was the cause of the inappropriate shock; however, the physician could not be certain. The physician observed no damage to the sealing ring around the lead. The device was removed from implant and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Hybrid analysis determined the device passed multiple product test runs at medtronic tempe campus (mtc) and shows bench level performance equivalent to a reference device. No hybrid anomalies identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned device indicated leakage in an integrated circuit. Hybrid analysis root cause of the failing int racardiac electrogram (egm)4 and egm5 final functional tests was determined to be due to excessive leakage on the anode gated thyristor (agt)1 component. Leakage in this component is found to only impact the egm tests following a high voltage (hv) charge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantable cardioverter defibrillator (ICD) was implanted, the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to oversensing of noise. Intermittent cross-talk oversensing was observed after an atrial pace. The device was reprogrammed after a lead connection issue was suspected. Chest x-rays were taken and lead manipulation through patient arm movement was exercised but could not confirm any loose setscrew so the device pocket was opened. Visual confirmation was performed to confirm a loose setscrew on the right ventricular (rv) lead. Blood infiltration was observed from the connector insertion port to the area around the anode pin. The physician suspected that this was the cause of the inappropriate shock; however, the physician could not be certain. The physician observed no damage to the sealing ring around the lead. The device was removed from implant and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.